Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was utilized during a common bile duct exploration (cbde) procedure on (B)(6) 2026, for the treatment of stones. The scope visualization was lost during the common bile duct exploration (cbde) portion of the procedure. The staff attempted to un-plug and re-plug multiple times, and the scope still did not work. The physician elected to complete procedure without common bile duct exploration (cbde). Common bile duct exploration (cbde) portion of the procedure was unable to be completed as a result of this event, and an endoscopic retrograde cholangiopancreatography (ercp) was scheduled. No patient complications were reported during this event.